Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
A patient specific prescription form has been received requesting revision components for a rebushing.

Manufacturer narrative:
Reported event: an event regarding re-bushing involving a patient specific, proximal tibial replacement, bumper was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: the implant in situ was for proximal tibial replacement which was inserted on (B)(6) 2013. The surgeon requested rebushing of the component. The x-ray image provided shows that the implant is in good fixation and alignment, and not abnormal for the knee joint. However, considering the component was 9 years in situ, normal wear and tear are expected so that rebushing of the component can be justified. Device history review: review of the product history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
A patient specific prescription form has been received requesting revision components for a rebushing.